Event description:
IT WAS REPORTED THAT PATIENT DEATH OCCURRED POST PROCEDURE. THE TARGET LESION WAS LOCATED IN THE MINIMALLY CALCIFIED RIGHT CORONARY ARTERY. AN OPTICROSS 6 HD IMAGING CATHETER WAS SELECTED FOR ULTRASOUND EXAMINATION OF THE TARGET LESION. DURING PREPARATION, AN IMAGE WAS OBTAINED. HOWEVER, WHEN THE DEVICE PASSED THE LESION AND THE IMAGING SYSTEM WAS TURNED ON, NO IMAGE WAS DISPLAYED. THE CATHETER WAS DISCONNECTED, FLUSHED AND RECONNECTED TO THE MOTOR DRIVE UNIT BUT THERE WAS STILL NO IMAGE. THE PROCEDURE WAS SUCCESSFULLY COMPLETED USING ANOTHER OPTICROSS DEVICE. THERE WERE NO PATIENT COMPLICATIONS; HOWEVER, DURING RECOVERY AFTER THE PROCEDURE, THE PATIENT EXPIRED.

Manufacturer narrative:
DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION, BUT IT WAS UNABLE TO BE OBTAINED. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) # AND OTHER SPECIFIC PRODUCT INFORMATION. GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
It was reported that patient death occurred post procedure.The target lesion was located in the minimally calcified right coronary artery. An OptiCross 6 HD imaging catheter was selected for ultrasound examination of the target lesion. During preparation, an image was obtained. However, when the device passed the lesion and the imaging system was turned on, no image was displayed. The catheter was disconnected, flushed outside the patient and reconnected to the motor drive unit but there was still no image. The procedure was successfully completed using another OptiCross device. After procedure the patient was hemodynamically stable with no complications; however, during recovery, the patient expired.It was further reported that the patient experienced chest pain and ST elevation 30 minutes post procedure.

Manufacturer narrative:
Investigation Results Summary:Device Analysis Findings:The device was not returned for analysis; therefore, a technical analysis could not be performed.Labeling Review: Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This investigation is assigned a most probable investigation conclusion code of Cause Not Established. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.